Event description:
It was reported to philips that the footswitch intermittently was not exposing. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced the wired footswitch, which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the planned treatment/non-emergency treatment was completed as planned by retrying the footswitch. The philips field service engineer (fse) inspected the system onsite and confirmed that the footswitch was not exposing intermittently. To resolve the issue, fse replaced the wired footswitch and returned to philips for further analysis. The analysis confirmed the malfunction of the footswitch and identified mechanical fault as the bracket is not tightly connected to the footswitch assy. Following the replacement of wired footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.